Event description:
Customer reported her insulin pump has been alarming no delivery for the last couple of weeks. Customer's blood glucose is 120 mg/dl. Customer was unable to troubleshoot at the time. She was advised to do a complete set change as soon as possible, and to call back when the problem occurs to properly troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.